Event description:
Additional information became available that at the most recent device change out procedure for normal battery depletion, it was noted that this previously electrically abandoned lead, had no sensing or capture as well as out-of-range (oor) high impedances. A chest x-ray was taken, and there were no obvious issues with this right atrial (ra) lead. However as a result the lead was surgically abandoned and successfully replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--

Event description:
Boston scientific received information that this right atrial (ra) lead showed impedance measurements of greater than 3000 ohms. As a result the device was reprogrammed to not use the atrial lead as it is rarely needed. To date, no adverse patient effects have been reported.